Manufacturer narrative:
Radiographic image review concluded that intra-op lateral image shows interbody graft and inserter was used. Lateral x-ray image l3-4 shows interbody fusion graft appears posteriorly placed and sagittal CT image shows interbody graft subsidence and posterior displacement. Anterior posterior x-ray shows the construct post-op. H3: product analysis of product# 6069073, lot# 1041314w visual examination identified that there was some damage to the implant that appears to be from the removal process. There was also some debris inside of the instrument. Functional examination revealed that the cage was still able to expand and close without any issue. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion (tlif) spinal therapy for disc herniation. Levels involved was l3-4. It was reported that the cage appeared collapsed and half way out of disc space. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that cage backed out, revision surgery with removal of cage was performed with new instrumentation from l2-l5. Disc space was too large to put.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.